Event description:
It was reported that a patient's system was exhibiting high lead impedance. X-rays were taken but did not reveal an obvious lead fracture. All prior device checks revealed normal lead impedance values including the last check in late (B)(6) 2015. The patient's mother reported that the patient rides horses and when riding the horn of the saddle sometimes hits the patient's chest right near the area of the generator. The physicians suspect the observed high impedance is related to this external trauma but cannot state so definitively. No adverse events have been reported. A surgical revision is planned but no known interventions have occurred to date

Event description:
The patient's mother stated that she did not observe any bruising in the chest generator area but she did observe the patient on the horse and observed the horn of the saddle striking and rubbing his left upper chest.

Event description:
Information received indicates the patient underwent successful surgical explant and replacement of his pulse generator and lead. The surgeon noted no visual signs of any fractures on the visible portion of the lead. The pulse generator was replaced prophylactically. Lead impedance was normal with the newly implanted system. The explanted pulse generator and lead were discarded by the explanting facility.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): supplemental report #2 inadvertently did not include the suspected reason for the high lead impedance to be lead fracture.(B)(4)

Event description:
The implant card stated the reason for replacement to be lead discontinuity. Given this stated reason for explant, and the prior reported trauma to the chest near the generator, a lead fracture is suspected as the cause of the reported high lead impedance.